Event description:
A malfunction was reported on the pump, and it caused the customer's blood glucose level to exceed the normal range, displaying "high." The customer did not take any immediate action to address the high blood glucose and did not seek assistance from a third party. Tandem technical support provided instructions on how to reset the pump, but the customer was unable to perform the reset at that time. The customer planned to call back when ready to proceed with resetting the pump.